Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported failure. The instrument was found to have a broken grip at the grip base. A piece approximately 0.216" x 0.577" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. The root cause of this failure is attributed to user mishandling. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during central processing, once of the forceps was found to be broken off the cadiere forceps instrument. There was no report of patient involvement.